Manufacturer narrative:
Correction: d5 product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted and no anomaly was found. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited undefined high pacing impedance with no capture and no sensing. The issue persisted despite multiple troubleshooting and placement attempts. Upon removal of the lead it was noted that the rv lead helix looked like it was set back too far in the lead possibly resulting in the lead not making sufficient contact. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.